Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The patient has a history of an "incurable rash" over her entire body. The patient stated the lifevest was rubbing and causing an itchy redness. The patient was prescribed kenalog cream and began using it on the skin irritation. Follow up was completed and the skin irritation was improved.